Event description:
It was reported by the patient¿s healthcare provider (hcp) that the patient presented to the emergency room and was admitted to the hospital on (B)(6) 2026, due to hypoglycemia. The hcp stated that the patient had administered three 25-unit boluses, as reflected in the patient¿s glooko data, which captures user-initiated bolus deliveries. No additional information was provided regarding specific blood glucose levels, treatment administered at the hospital, or the length of hospitalization. No further details were available despite multiple good faith follow up attempts.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.